Event description:
On (B)(6) 2016, it came to the attention of one of the night shift technologists that the majority of the failed delta checks for calcium levels were being generated from one particular analyzer. Several of these calcium levels were repeated on another analyzer and significantly different results were obtained. The siemens service engineer was contacted and after investigating the incident, it was determined that the errors were the result of a MFR's defect in the reagent cartridge that was installed on that instrument in question; 54 of 56 pt samples had an adequate volume of specimen to repeat the calcium levels using a different reagent cartridge. Of these, corrected results were reported on 34 pt specimens due to the discrepancies between results.